Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating the surgeon did not remove the pocket adaptor due to it being scarred in, and they decided not to replace it due this fact. The high impedances of approximately 3000 ohms on pairings case 3 and 0 had not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had normal battery replacement and during the replacement, patient had high impedances on c3: 3000 ohms. It was reported that the physician removed the pocket adaptor, cleaned it and re-inserted the lead but impedances continued to be the same. The physician decided to use the same pocket again, and only the ins was changed out. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.